Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging core windup began 34.6 cm from the distal end of the connector shaft. Microscopic inspection revealed that the imaging window was partially detached near the lap joint section. The guidewire exit port was damaged, and the tip was kinked. Impedance test shows an electrical open proximal 150 cm at the most from the distal housing.

Event description:
Reportable based on device analysis completed on 03jan2024. It was reported that visualization issue occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the moderately tortuous target lesion, but the catheter had no image. No patient complications were reported. However, device analysis revealed that the imaging window was partially detached near the lap joint section.